Manufacturer narrative:
(B)(4). Correction: (B)(4): failure to follow steps/instructions - per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site.

Manufacturer narrative:
(B)(4). Patient selection - per the instructions for use - do not deploy the clip in areas of calcified plaque. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that right common femoral arteriotomy closure was attempted using a proglide device after a percutaneous transluminal diagnostic procedure. The arteriotomy was 6fr. No femoral angiogram was taken. Reportedly, a cuff miss occurred and the proglide device was removed and hemostasis was accomplished with an additional proglide. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. Visual and functional inspections were performed on the returned device. A cuff miss/suture retrieval issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted the perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.